Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of bowden cable too loose; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the light guide cover lens had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light guide cover lens had foreign material. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.